Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer torqvue delivery system. On (B)(6) 2023, it was discovered by chest x-ray that the device had embolized into the left atrium; the patient was asymptomatic. The device was removed via snare from the patient anatomy. No device was ultimately implanted. It is unknown what caused the device to embolize. The patient was reported to have been discharged home. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.